Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v997481, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up with the patient¿s healthcare provider indicated that the cause of the event was a urinary tract infection (uti). The patient reportedly had multiple utis. It was noted that the patient was cognitively impaired due to multiple medications and health history. The patient did not require hospitalization. No patient outcome was provided. Approximately a week later, it was reported that the utis had been occurring for the last 4 to 6 months. The first IV antibiotic, keflex, was indicated to have been administered about two months prior to the report, 3 times a day for seven days. The side effect of the drug caused sores in the patient¿s mouth. A week or two later, the patient was on oral ampicillin for 7 days. The patient went back and forth to the hospital due to the multiple utis. The week prior to the report, the patient just finished up a week of IV antibiotics. The patient contacted her healthcare provider, timeframe not provided, and turned stimulation up. The patient could subsequently feel it. However, it went away after 24 hours. The device was interrogated by the hcp¿s office and the changes made by the patient were noted. It was noted that the patient felt stimulation sensation after changing programs but didn¿t feel it the following day. The patient reportedly got symptom relief for the first 3 to 4 months, but since she started to get utis she couldn¿t hold her urine. The reporter indicated that the patient was going to have an ultrasound on the right kidney; ¿it felt like it had been carved out of her back¿. The patient was reportedly on program 2 at 4.3v at the time of the report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having a return of symptoms and going through several pads a day, as well as not being able to adjust stimulation. It was noted that the patient had not felt stimulation in ¿a while.¿ using the patient programmer, it was determined that the patient was on program 2 at 3.35 v and the patient saw the power off icon in the upper left hand corner indicating that the device was powered off. The patient turned the device back on and felt stimulation. It was also reported that the patient had a severe urinary tract infection (uti) that was affecting her kidneys and was going to the hospital to receive IV antibiotics. The patient¿s symptoms started about 2-3 weeks ago, but she was diagnosed about 1 week ago. The patient was directed to contact her health care provider. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was noted that the patient was seeing a screen on their patient programmer that showed a battery and then an empty battery laying down. It was noted that the patient's programmer was not powering up. It was noted that the patient had never replaced the batteries in the programmer since the implant.